Event description:
A customer reported an issue where the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer, following guidance from technical support, inspected the pump and pneumatic tap area to ensure no obstructions and successfully loaded a new cartridge. Technical support assisted with filling a new cartridge, and the customer was able to complete the load process, resuming insulin delivery. Cartridge replacements were sent to the customer as requested.